Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive, the gpos and rtos single board computers, the system interface board, the cine drive, cine controller board, and reloaded software and configuration files. The system operates as intended.

Event description:
The customer reported the system will not boot up. No pt injury was reported.